Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during percutaneous transluminal angioplasty using an evercross 035 balloon in a hemodialysis patient with an arteriovenous fistula at a mid-vessel site, the target lesion was described as plaque with 70% stenosis and no tortuosity or calcification. The balloon was prepared per the instructions for use with no issues identified, and it was inflated using a non medtronic inflation device. During use, the balloon itself was reported to have ruptured, and was leaking fluid. The balloon was replaced with another balloon of the same model to complete the procedure. No patient symptoms or complications were reported, and the patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.